Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support, and it was identified customer was using cartridges with novolog insulin for greater than 3 days. Technical support educated customer that novolog is approved for 3 days of use per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 382 mg/dl at time of event.